Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the filed indicates this rv lead exhibited high capture threshold measurements and widely varying pacing impedance, with the measurements low within range. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is report is being submitted to correct the following fields: describe event or problem (b5) in section b, adverse event or product problem. Device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the filed indicates this rv lead exhibited high capture threshold measurements. No additional adverse patient effects were reported.